Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels. Bg value was not known. Reportedly, the customer lost consciousness and had a seizure due to bg level. Customer's spouse provided glucose tablets to address bg.